Manufacturer narrative:
Device received with constant failed battery test alarm due to faulty battery tube. Battery tube was disconnected and reconnected and no failed battery test alarm noted afterwards. Device also received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.(B)(4)

Event description:
Customer's mother reported customer's insulin pump alarmed failed battery test. The battery was replaced just days ago. Customer's blood glucose was 174 mg/dl. Customer uses kirkland brand batteries. The failed battery test is recurring. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.